Event description:
A patient assumed getting inaccurate results while using a fasttake meter. Patient reported that ft meter was reading rather high, while patient felt faint. In 2001, patient had a blood glucose reading of 14mmol/l on the ft meter at about 15:30 pm. Patient took 15/15 insulin based on ft meter reading. Two hours after taking insulin, patient fainted and fell, gashing forehead on a snowblower. Patient was taken to hospital where patient's blood glucose was found to be 1.2mmol/l. Patient was treated in ER and released. At the hospital, patient was told that ft meter was set in mg/dl mode. Apparently patient had been interpreting the ft meter mg/dl results as if they were in mmol/l. The ft meter owner's booklet clearly describes meter setup, including test result unit setup. The ft meter owner's booklet also clearly describes the difference between mg/dl and mmol/l units modes. Blood glucose results are displayed with "mmol/l" or "mg/dl" characters on the ft meter display. A lifescan agent explained to patient the difference between the two units. Since the incident, patient has been using ft meter without nay problems. Based on the available information there is no evidence that meter malfunctioned or contributed to a serious injury.